Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported that during the case he was unable to engage the locking screws into the associated locking holes. He described it as the screw unable to deform / engage as the technology wound normally allow. The outcome was the procedure concluded with non locking screws being utilised in the plate. The patient will remain in a plaster cast for a longer duration. The plate remains in the patient.

Manufacturer narrative:
Correction: refer to h3 reason code; h6 method code h3 other text : device discarded

Event description:
The customer reported that during the case he was unable to engage the locking screws into the associated locking holes. He described it as the screw unable to deform / engage as the technology wound normally allow. The outcome was the procedure concluded with non locking screws being utilised in the plate. The patient will remain in a plaster cast for a longer duration. The plate remains in the patient.